Event description:
It was reported that the insulin pump turned off during night without a prior warning. The mother stated that the device alarmed and then it switched off. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.